Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product.

Event description:
It was reported that stent damage occured. A 2.75 x 28 synergy drug eluting stent was advanced for treatment but was unbale to cross the lesion and the distal edge got lifted. The procedure was completed with another of the same device. No patient complications nor injuries were reported.